Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.